Manufacturer narrative:
Section h11. Corrected data: upon additional information received, the debris did not come into contact with the patient's eye. This case is no longer considered a reportable malfunction. Therefore, this follow-up #1 is being submitted to provide the corrected data. There will no longer be any further reporting under medwatch report number # 3012236936-2025-0002278. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported debris was noted on the eyepiece during the docking/procedure activation, and suction to the eye was achieved. However, the laser procedure was completed successfully, as a different kit was used. There was no patient injury or surgical intervention required. No further information provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable device. Section d6b: if explanted, give date: not applicable, as the device is not an implantable device. Section h3: the liquid optics interface (loi) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.